Event description:
It was reported that the pump declared alarm 20 during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer could not successfully load a new cartridge and resume insulin therapy due to the recurring cartridge alarm, leading technical support to arrange for a pump replacement. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Furthermore, the customer was instructed on returning the faulty pump for replacement and putting it into storage mode, and they acknowledged these instructions.